Manufacturer narrative:
This device is manufactured by a contract manufacturer for (B)(4). The reporter stated that the patient had hard bone which contributed the surgeon having difficulty with inserting and removing the instrument, and use of unconventional techniques to remove the instrument.

Event description:
Tip of lenke probe broke and remained lodged in bone; patient had hard bone, and tip was unretrievable.